Event description:
Information was received from a patient receiving intrathecal Morphine via an implantable pump. It was reported that the reason for the call was the patient reported they have had an ongoing issue where, for the first 7-10 days after their refill, their handset runs fast and after that it seemed to slow down. The patient added that last night they were able to deliver their first bolus, but when they pressed the blue arrow, the handset went to 8% and wouldn't go any further. The patient stated they moved the communicator around on the pump for like 5 minutes and finally had to reset the entire unit and when it came back on in it went right through the second part again and finished the bolus. The patient stated they delivered their bolus this morning without issue and about 5 minutes ago they took their second bolus and the same thing happened again. The agent walked the patient through clearing data (patient reported 750KB before deleting). The patient then connected without lag and reported 2 hr and 42 minute lockout. The agent advised patient to monitor and call back if issues persist. The patient provided the name of their managing physician. The software version of their my personal therapy manager (myPTM) was 1.0.1124.

Manufacturer narrative:
Continuation of D10: Product ID HH90T01 Lot# Serial# (b)(6): Product Type Mobile Platform Product ID A820 Lot# Serial# UNKNOWN: Product Type SOFTWARE Section D information references the main component of the system. Other relevant device(s) are: Product Id: A820, Serial/Lot #: UNKNOWN: Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.